Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they rewind insulin pump its screeching and the circle button intermittently works. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer states the scroll bar was not moving with no input. Customer states block mode was inactive. The customer stated that all buttons were are working at the time of the call. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Rewind anomaly not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Device received with cracked keypad overlay at select button. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.